Event description:
The customer reported via phone call indicating that she was hosptilized due high blood glucose. Customer's blood glucose was 550 mg/dl. The customer was assisted with updating java, installing the drivers and uploading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.